Manufacturer narrative:
Decision was made to recall based on a supplier issue that was determined as part of an internal investigation. (B)(4).

Event description:
It was reported patient underwent carpal tunnel release procedure on (B)(6) 2013. During the procedure, the surgeon attempted to advance the blade; however, it would not advance. Another blade was used to complete the procedure without delay.